Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the storage on drive c was full. A field service engineer worked with a technical support specialist to remove files from the c drive, thereby creating sufficient space to enable remote access for database repair. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system has encountered fatal error on underline data source.station c drive was full. The customer reported that the malfunction occured when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.